Event description:
According to the reporter, during a laparoscopic lung lesion resection, the use of the stapler under the endoscope was required, but the device could not be used due to a failure. After installing the reload, the handle was closed, but the jaws of the reload could not be closed normally. It was unable to clamp the tissue and complete the activation. When the prior reload was successfully loaded into the same handle, an abnormal noise was heard from the handle. A new handle and reload were used to resolve the issue. Surgery time was extended but not more than 30 minutes. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egiaustnd egiaustnd endogia ultra univ std stap - (lot#p3m0908) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.